Event description:
It was reported that caller experienced recurring occlusion alarms and could not recall exact dates but described events as happening many times over a few weeks. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide blood glucose information. Customer resolved each event by changing infusion set and cartridge and then resuming insulin, was advised to contact support while actively experiencing occlusions, and case was closed with matter escalated to clinical field team for further support.